Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed an introducer sheath, delivery wire and coil were returned. The main coil and the delivery wire were found interlocked within the introducer sheath. The main coil was found severely stretched within the introducer sheath when returned. The delivery wire has a kink in the interlocking arm. Microscopic inspection revealed that the zap tip of the delivery wire has a smooth surface. The zap tip of the main coil has a smooth surface. The interlocking arm of the main coil was missing. Dimensional inspection observed the delivery wire and the main coil to be in specification; however, the number of the distal fiber bundles were below the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 08-nov-2016. It was reported that the coil failed to advance into the catheter. A 4mm x 10cm interlock¿-35 was selected for use. During procedure, it was noted that the interlock¿-35 failed to advance into the imager catheter. The procedure was completed with the same device. No patient complications were reported and the patient's condition is normal. However, device analysis revealed a broken main coil and missing fiber bundles.